Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Concomitant medical products: 6947m62 lead, (B)(6) 2014; 5076-52 lead, (B)(6) 2014, ddbb1d4 ICD, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead could not defibrillate the patient. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.